Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). The patient's father reported that the patient was going through security in the united states of america and a wand was used to check them. After this, the patient lost the feeling in their legs. The consumer wanted to know if there was a warranty on the system and if the system needed to be replaced because the patient was on their last electrode. The consumer also wanted to know if this was a known risk.